Manufacturer narrative:
One mz5307 sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be 19046077. Further information provided by the customer indicates that the leakage occurred after approximately one hour of infusion. A visual inspection of the sample identified a separation at the lower tubing to tubing adaptor joint a closer inspection of the separated tubing identified the presence of residual solvent. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint. The presence of solvent suggests that an external force may have contributed to the reported tubing separation. A review of the production records for lot 19046077 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5307 set in the past 12 months.

Event description:
The reported feedback suggests that there is a connection issue causing leakage. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there is a connection issue causing leakage. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.